Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a disposable set. The patient was not connected at the time of the event. This occurred during fill one of four of peritoneal dialysis. The patient stated they were sure the homechoice device was leaking solution from inside the device. The technical service representative advised the patient to use continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.